Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures shows that anchor has some gouges and knicks on the tail end of the device. No fracture can been seen in the provided picture. As no product was returned or additional pictures provided; further visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during surgery, the anchor fractured during implantation. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2 : foreign : poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.